Manufacturer narrative:
Results: one photo has been returned for evaluation. Evaluation of the photo shows leakage between stopper ribs. No damage or molding defect can be observed in the syringe related to the alleged defect and the stopper is correctly assembled to the plunger. Since the lot number is unknown, no retained samples can be evaluated and no DHR can be performed. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. In this manufacturing line, final products are sampled and subjected to visual inspections during different sub-processes according to procedures. Since no sample has been received and lot number is unknown no further investigation can be done and no manufacturing defect can be confirmed.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that some of the bd plastipak¿ 50ml concentric luer lock syringes leak with the removal of the black tip. There was no report of exposure, injury or medical interventions.